Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The lot number provided was not a valid lot number, therefore, the results from the product history record could not be reviewed. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
An interim risk manager reported that during an intraocular lens (iol) implant procedure the lens was loaded incorrectly and implanted upside down and inside out. Additional information was requested.